Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the customer was assisted with this process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappeared.